Event description:
Doctor indicated loss of integration of the implant with bone loss and inflammation.

Event description:
Doctor indicated loss of integration of the implant with bone loss and inflammation.